Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient experienced heparin-induced hemorrhaging during impella cp support. The general hemorrhage included bleeding from the access site. It was discovered that the bleed was due to an excessive heparin dosage. Upon returning the patient to the target partial thromboplastin time range, the bleeds stopped and support continued. After nine days of support, the motor current suddenly rose above 1050ma and the pump stopped. Attempts to restart the pump were unsuccessful and the decision was made to explant the device. The lack of pump support was compensated for by increased catecholamine requirements.

Manufacturer narrative:
The investigation of access site bleeding, vascular damage - peripheral vessel, and pump stop has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of the access site bleeding was anticoagulation management related due to use of excessive heparin that resolved with likely heparin reduction. Vascular damage - peripheral vessel: the cause of the vascular damage - peripheral vessel was anticoagulation management related due to use of excessive heparin that resolved with likely heparin reduction. Pump stop: after 9 days on support, pump stop occurred after high motor current noted. The pump was not returned. Data log review showed pump running for more than the 192 hours of cp design life. Logs show motor current spike occur at pump stop with purge pressure increasing and purge flow decreasing; however, the purge metrics remain within operating parameters. The cause of the pump stop was not determined since product was not returned and insufficient clinical details. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30528. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30528. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-30528. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30528.

Event description:
It was reported that the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.